Event description:
As reported, the patient had a pre-existing ascending aortic aneurysm (6cm), which ruptured during passage of the device. The valve was not deployed. Bypass was not performed. An open procedure was performed; however, the aortic tear was beyond repair.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, per report, the patient¿s anatomy (horizontal aorta) appears to have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our (B)(4) affiliate, the patient died from a complication of an aortic dissection during an implant of a sapien 3 valve. As reported, the ascending aorta ruptured during insertion of the delivery system when crossing the valve across the aortic arch after the stj and before valve deployment positioning. The bleeding was too rapid and despite vascular intervention the patient died. The perceived cause of the event was due to patient¿s anatomy (horizontal aorta) and not a device malfunction.